Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the united states. Review of the electronic data and files received. In response to the warning letter that the united states FDA issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. (B) (4). Conclusion: the reported incorrect r-waves percentages displayed in the autosensing histograms are due to a coding error in the programmer software. However, such behavior would not recur if the user performed a statistics reset during each follow-up visit. The follow-up duration observed in the files related to the reported event is about 1 year and 6 months, which is unusual and led to unexpected values in the counters and statistics.

Event description:
During the routine follow-up of the device involved in this report, the physician observed that the percentage of ventricular detections in the statistics was inconsistent.